Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kxcf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer's family member reported that a power on reset error code was seen. At the time the por was seen, the patient was not doing anything out of the ordinary. However, it was noted that she was visiting people in the hospital so she was exposed to hospital equipment. There were no patient symptoms reported. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.